Event description:
According to the reporter, six days post-operative of a sigmoid colectomy where a powered circular stapler was used to create anasto mosis, the white blood cells of the patient elevated from 9 to 14.7. A computed tomography (CT) scan of the abdomen and pelvis with intravenous (IV) and rectal contrast showed that the patient had leak at the colorectal anastomosis. The patient was taken to the operating room and the anterior portion of the anastomosis had dehisced. The dehisced portion was resected and a colostomy was brought up. The patient was brought to the intensive care unit post-operatively. The patient's hospitalization was extended as a result.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six days post-operative of a sigmoid colectomy performed on (B)(6)2025, where a powered circular stapler was used to create anastomosis, the white blood cells of the patient elevated from 9 to 14.7. A computed tomography (CT) scan of the abdomen and pelvis with intravenous (IV) and rectal contrast showed that the patient had leak at the colorectal anastomosis. The patient was taken to the operating room and the anterior portion of the anastomosis had dehisced. The dehisced portion was resected and a colostomy was brought up. The patient was brought to the intensive care unit post-operatively. The patient's hospitalization was extended for five days as a result.

Manufacturer narrative:
Additional information: b3, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.